Event description:
Unomedical reference number (B)(4) event occurred in the united states on 10-oct-2023, it was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, on (B)(6) 2023, at 1400 hours, the patient was admitted to the hospital due to diabetic ketoacidosis (had ketone levels) with increased thirst and blood glucose level of 800 mg/dl. Moreover, the site location was his abdomen. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received insulin drip intravenously as corrective treatment. He was hospitalized for 4 days.. Currently, his blood glucose level was 349 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.